Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who resided in (B)(6). The patient¿s indication for use was not provided, but it was reported that the patient had a medical history of a hypoxic brain injury post asthma attack. The patient¿s pump delivered baclofen intrathecal (1125 mcg/ml; 490.9 mcg/day) and bupivacaine intrathecal (22.5 mg/ml; 9.817 mg/day). Following a pump replacement on (B)(6) 2016, the patient was discharged to go home on (B)(6) 2016. The patient and patient¿s mother were transferred to a hospital by ambulance on (B)(6) 2016 due to the patient developing a fever, increased rigidity, and agitation. The pump was interrogated and there were no event logs stored. The pump appeared to be working fine. The patient returned to theatre on (B)(6) 2016 and the doctor performed a contrast catheter dye study. The spinal catheter appeared to be intact on fluoroscopy. In an effort to resolve the issue, surgical intervention occurred. The catheter pump segment was cu t and removed, and it was replaced with a new pump catheter connection. It was unknown if the issue was resolved at the time of this report. The patient¿s status was alive without injury. Information regarding additional medications taken at the time of the event and outcome of the event was not provided. Additional information regarding troubleshooting, additional actions/interventions, pertinent medical history, and diagnosis for use was requested. Should additional be received, it will be reported in the form of a follow-up report. Additional information was receivedfrom a company representative (rep) indicated the patient was given antibiotics (unknown) to treat in case of infection. The doctor began the patient on oral baclofen (dose unknown) until the revision occurred. No other details were provided. Additional information has been requested regarding troubleshooting, actions/interventions taken, drug information, concomitant medications, medical history and IFU, but it was not available at the time of this report.

Manufacturer narrative:
Analysis of the catheter connector found no significant anomaly. The catheter was returned incomplete/in segments, but was acceptable for testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.